Event description:
It was reported that insulin leaked under the self-adhesive of the infusion set. This issue occurred while the patient was in the hospital for an unrelated illness. The patient experienced elevated blood glucose levels while in the hospital but denies this being related to the insulin pump and believes this to be due to having sepsis. The patient managed their elevated blood glucose levels themselves and was able to bring them back to normal levels without assistance.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.